Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when the patient stood up, the system was inhibited. While lying down, the system functioned normally.